Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 was due to failure of both load cells. The cracked cover and load cells failure were likely attributed to mishandling, such as a drop. During visual inspection, unrelated to the reported complaint, the front enclosure was observed to be cracked. The observed physical damage appeared to be the characteristics of user mishandling. The front enclosure was replaced to address the issue. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. Functional testing failed due to the (ua) 07 displayed upon powering up the platform; thus, confirming the reported complaint. Both load cell modules were over-reporting and were replaced to remedy the complaint. Subsequently, the platform passed the load cell characterization test, and the platform ran for approximately 15 minutes with no issue using the lrtf (large resuscitation test fixture). After the service, the platform passed the load cell characterization test and run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn unknown) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.